Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (325 mg/dl). The customer delivered a correction bolus via the pump. However, the customer was hospitalized. Insulin was administered intravenously and via manual injection. The customer reported having kinked cannulas often; however, the exact dates of these issues were not provided. The customer stated that the cause of the elevated bg level and hospitalization was also likely due to a kinked cannula. However, this was not confirmed, as the customer did not inspect the site. The customer was expected to be released from hospitalization on 01/23/2016 or 01/24/2016. Multiple follow up attempts were made to obtain additional information regarding this event. However, no additional information was provided.